Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, handpiece device. (B)(6) 2021. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. The actual device was returned for evaluation. Quality engineering evaluated the device, and it was determined that the reported condition of the device not being able to cut/dull, identified during service and evaluation was confirmed. It was determined that the cause of the issue was linked to normal wear and the detected corrosion was linked to improper reprocessing inside the attachment. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the burr device failed visual inspection. It was further observed that the cutting tool was received inside the attachment device and was removed for assessment. It was observed that the shaft showed signs of corrosion and the burr head showed signs of regular wear-would not cut/dull. It was noted in the service order that the burr was stuck in the attachment device and would not detach from the handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.